Manufacturer narrative:
(B)(4).

Event description:
It was reported "the hemostasis valve of the sheath was broken during use. Therefore, the sheath was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." Additional information received states "the operator reported that there was a leaking from the hemostasis valve." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the hemostasis valve of the sheath was broken during use. Therefore, the sheath was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." Additional information received states "the operator reported that there was a leaking from the hemostasis valve." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one psi sheath with the dilator for analysis. Signs of use in the form of biomaterial were observed. The dilator was returned partially advanced through the sheath. After performing functional testing, leaking was observed inside the valve when performing low pressure testing. Visual analysis from inside the hemostasis body revealed damage to the internal valve. The hemostasis body was cross-sectioned to better analyze the internal valve. Visual analysis revealed that the seal was damaged.the hemostasis valve and psi was leak tested per amrq-000037 rev12. Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The mac catheter was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. Leaking was observed from the hemostasis valve, which confirms the report of leaking. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit warns the user, "hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The report of a leaking sheath valve was confirmed through complaint investigation. Visual and functional analysis revealed that the sheath was leaking due to damage on the inner valve. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause is likely manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.